Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the battery compartment was found to be cracked at the opening of battery chamber extending down beneath the finger pad. The returned battery cap was able to fully tighten to the pump. No loss of power occurred during testing. There was no evidence of moisture damage observed in the battery compartment. Unrelated to the complaint, evaluation revealed a dim, faded and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.